Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unspecified time. The patient reported blood glucose results of "123 mg/dl" with the subject meter and "93 mg/dl" on another meter (hospital meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. It is not known what diabetes medications the patient was taking or what action the patient took at the time the alleged issue began. At an unknown date/time after the alleged issue began, the patient reported feeling sweaty, shaky, and weak. It is not known what kind of treatment, if any, the patient received after the alleged issue began. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter, the unit of measure was set correctly on the meter, and the patient's testing procedure was correct. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.